Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30886178l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation it was determined that this was an isolated case. An internal action was opened to address this issue. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle. The patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. It was reported that pericardial effusion occurred. Blood pressure decreased at the end of the procedure and revealed by surface echography. Pericardial effusion drainage was performed. The patient required extended hospitalization due to adverse event. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. The event occurred at the end of the procedure. The pericardial effusion was revealed with surface echography. No error message observed. Force visualization features used was real time graph; dashboard; vector; visitag. Additional filter used with the visitag was fot. Tag index was used. Transseptal puncture was not performed. Physician indicated that likely, the event occurred during the transseptal phase. Irrigation catheter¿s flow rate setting: 2 ml/min, 8 ml/min, 15 ml/min.